Event description:
Suspected infection [arthritis infective]. Liquid drained with a syringe appeared dark, tending to brown [synovial fluid analysis abnormal]. Synovitis [synovitis]. Liquid drained with a syringe [knee effusion]. Case narrative: this case was cross referenced with case ID: (B)(4) (cluster). Initial information received from italy on 20-nov-2018 regarding an unsolicited valid serious case received from a physician. This case involves a 75 years old male patient who experienced synovitis (latency: 0 day), suspected infection, liquid drained with a syringe appeared dark, tending to brown and liquid drained with a syringe (latency: unknown), after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had no rheumatologic diseases. On 16-oct-2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at unknown dose (lot - 8rsp002, (B)(6) 2021) for upper knee cap infiltration. After few hours following the administration, the patient experienced severe synovitis (latency: 0 day). As corrective treatment the patient was been administrated with ice, unspecified anti-inflammatory drugs and antibiotic. On (B)(6) 2018, patient had second injection and had same reaction. The physician suspected an infection since the liquid drained with a syringe appeared dark, tending to brown (onset date and latency: unknown). The laboratory test was not perfromed on the drained liquid. As a medical countermeasure the patient was administered with clavunic acid-amoxicillin. The third scheduled administration had been deleted. It was reported that six or seven days after the infiltration the patient fully recovered. The physician stated that the patient didn't experienced fever and that hylan g-f 20, sodium hyaluronate wasn't diluted. The physician suspected a problem with the batch number and asked for a check as there were 3 patients who received this same lot number and had adverse events. Final diagnosis was suspected infection, synovitis, liquid drained with a syringe appeared dark, tending to brown and liquid drained with a syringe. Action taken: drug withdrawn. Corrective treatment: clavunic acid-amoxicillin for suspected infection; ice, unspecified anti-inflammatory drugs and clavunic acid-amoxicillin for rest of the events. Outcome: recovered from all events. Seriousness criteria: medically significant for suspected infection. A product technical complaint was initiated on 02-jan-2019 for synvisc. Batch number: 8rsp002 global ptc number: (B)(4). The production and quality control documentation for lot 8rsp002 expiration date jan-2021 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot number, batch review and lot number frequency analysis for lot number 8rsp002 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assessed the possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 02-jan-2019 there are 3 complaints on file for lot number 8rsp002: (3) adverse event reports sanofi would continue to monitor complaints to determine if CAPA was required. Additional information was received on 22-nov-2018 (no new information) and 28-nov-2018 processed with clock start date 28-nov-2018 from physician. Corrective treatment for event suspected infection was added with details. Additional information received on 02-jan-2019. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Additional information was received on 23-jan-2019. Analysis of similar incidents was received and added to the case. Based on the information previously received, the listedness of arthritis infective was updated from listed to unlisted. Reportable malfunction was updated from yes to no.

Event description:
Suspected infection [arthritis infective]. Liquid drained with a syringe appeared dark, tending to brown [synovial fluid analysis abnormal] . Synovitis. Liquid drained with a syringe [knee effusion]. Case narrative: this case was cross referenced with case ID: (B)(4) (cluster). Initial information received from italy on 20-nov-2018 regarding an unsolicited valid serious case received from a physician. This case involves a 75 years old male patient who experienced synovitis (latency: 0 day), suspected infection, liquid drained with a syringe appeared dark, tending to brown and liquid drained with a syringe (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had no rheumatologic diseases. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at unknown dose (lot - 8rsp002, january 2021) for upper knee cap infiltration. After few hours following the administration, the patient experienced severe synovitis (latency: 0 day). As corrective treatment the patient was been administrated with ice, unspecified anti-inflammatory drugs and antibiotic. On (B)(6) 2018, patient had second injection and had same reaction. The physician suspected an infection since the liquid drained with a syringe appeared dark, tending to brown (onset date and latency: unknown). The laboratory test was not performed on the drained liquid. As a medical countermeasure the patient was administered with clavunic acid-amoxicillin. The third scheduled administration had been deleted. It was reported that six or seven days after the infiltration the patient fully recovered. The physician stated that the patient didn't experienced fever and that hylan g-f 20, sodium hyaluronate wasn't diluted. The physician suspected a problem with the batch number and asked for a check as there were 3 patients who received this same lot number and had adverse events. Final diagnosis was suspected infection, synovitis, liquid drained with a syringe appeared dark, tending to brown and liquid drained with a syringe. Action taken: drug withdrawn. Corrective treatment: clavunic acid-amoxicillin for suspected infection; ice, unspecified anti-inflammatory drugs and clavunic acid-amoxicillin for rest of the events. Outcome: recovered from all events. Seriousness criteria: medically significant for suspected infection. A product technical complaint was initiated on 02-jan-2019 for synvisc. Batch number: 8rsp002 global ptc number: 56465. The production and quality control documentation for lot 8rsp002 expiration date jan-2021 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot number, batch review and lot number frequency analysis for lot number 8rsp002 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assessed the possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 02-jan-2019 there are 3 complaints on file for lot number 8rsp002: (3) adverse event reports sanofi would continue to monitor complaints to determine if CAPA was required. Additional information was received on 22-nov-2018 (no new information) and 28-nov-2018 processed with clock start date 28-nov-2018 from physician. Corrective treatment for event suspected infection was added with details. Additional information received on 02-jan-2019. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.

Event description:
Suspected infection [arthritis infective] . Liquid drained with a syringe appeared dark, tending to brown [synovial fluid analysis abnormal] . Synovitis [synovitis]. Liquid drained with a syringe [knee effusion]. Case narrative: this case was cross referenced with case ID: (B)(4) (cluster). Initial information received from italy on (B)(6) 2018 regarding an unsolicited valid serious case received from a physician. This case involves a 75 years old male patient who experienced synovitis (latency: 0 day), suspected infection, liquid drained with a syringe appeared dark, tending to brown and liquid drained with a syringe (latency: unknown), after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had no rheumatologic diseases. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at unknown dose (lot - 8rsp002, (B)(6) 2021) for upper knee cap infiltration. After few hours following the administration, the patient experienced severe synovitis (latency: 0 day). As corrective treatment the patient was been administrated with ice, unspecified anti-inflammatory drugs and antibiotic. On (B)(6) 2018, patient had second injection and had same reaction. The physician suspected an infection since the liquid drained with a syringe appeared dark, tending to brown (onset date and latency: unknown). The laboratory test was not perfromed on the drained liquid. As a medical countermeasure the patient was administered with clavunic acid-amoxicillin. The third scheduled administration had been deleted. It was reported that six or seven days after the infiltration the patient fully recovered. The physician stated that the patient didn't experienced fever and that hylan g-f 20, sodium hyaluronate wasn't diluted. The physician suspected a problem with the batch number and asked for a check as there were 3 patients who received this same lot number and had adverse events. Final diagnosis was suspected infection, synovitis, liquid drained with a syringe appeared dark, tending to brown and liquid drained with a syringe. Action taken: drug withdrawn. Corrective treatment: clavunic acid-amoxicillin for suspected infection; ice, unspecified anti-inflammatory drugs and clavunic acid-amoxicillin for rest of the events outcome: recovered from all events. Seriousness criteria: medically significant for suspected infection. A product technical complaint was initiated on (B)(6) 2019 for synvisc. Batch number: 8rsp002 global ptc number: 56465. The production and quality control documentation for lot 8rsp002 expiration date jan-2021 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot number, batch review and lot number frequency analysis for lot number 8rsp002 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assessed the possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of (B)(6) 2019 there are 3 complaints on file for lot number 8rsp002: (3) adverse event reports sanofi would continue to monitor complaints to determine if CAPA was required. Additional information was received on (B)(6) 2018 (no new information) and (B)(6) 2018 processed with clock start date (B)(6) 2018 from physician. Corrective treatment for event suspected infection was added with details. Additional information received on (B)(6) 2019. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Additional information was received on (B)(6) 2019. Analysis of similar incidents was received and added to the case.

Event description:
Suspected infection (arthritis infective). Liquid drained with a syringe appeared dark, tending to brown (synovial fluid analysis abnormal). Synovitis. Liquid drained with a syringe (knee effusion). Case narrative: this case was cross referenced with case ID: (B)(4) (cluster). Initial information received from (B)(6) on 20-nov-2018 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old male patient who experienced synovitis (latency: 0 day), suspected infection, liquid drained with a syringe appeared dark, tending to brown and liquid drained with a syringe (latency: unknown), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had no rheumatologic diseases. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at unknown dose (lot - 8rsp002, january 2021) for upper knee cap infiltration. After few hours following the administration, the patient experienced severe synovitis (latency: 0 day). As corrective treatment the patient was been administrated with ice, unspecified anti-inflammatory drugs and antibiotic. On (B)(6) 2018, patient had second injection and had same reaction. The physician suspected an infection since the liquid drained with a syringe appeared dark, tending to brown (onset date and latency: unknown). The laboratory test was not performed on the drained liquid. As a medical countermeasure the patient was administered with clavunic acid-amoxicillin. The third scheduled administration had been deleted. It was reported that six or seven days after the infiltration the patient fully recovered. The physician stated that the patient didn't experienced fever and that hylan g-f 20, sodium hyaluronate wasn't diluted. The physician suspected a problem with the batch number and asked for a check as there were 3 patients who received this same lot number and had adverse events. Final diagnosis was suspected infection, synovitis, liquid drained with a syringe appeared dark, tending to brown and liquid drained with a syringe. Action taken: drug withdrawn. Corrective treatment: clavunic acid-amoxicillin for suspected infection; ice, unspecified anti-inflammatory drugs and clavunic acid-amoxicillin for rest of the events. Outcome: recovered from all events. Seriousness criteria: medically significant for suspected infection. A product technical complaint was initiated and results were pending for the same. Additional information was received on 22-nov-2018 (no new information) and (B)(6) 2018 processed with clock start date (B)(6) 2018 from physician. Corrective treatment for event suspected infection was added with details.